Event description:
It was reported that a red alert had been generated for the system due to a pacing impedance measurement of 2281 ohms on the right ventricular channel. Review of the stored data identified the impedance measurements became variable approximately two months ago. Additionally, sensing measurements were variable and decreased at the same time. There are two recent non-sustained ventricular tachycardia episodes and the corresponding electrocardiograms show noise and "oversensing". A boston scientific technical "services" consultant documented the clinical observations and recommended further troubleshooting. The patient has a boston scientific implanted device interfaced to a competitive right ventricular lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).